Event description:
Customer reportedly obtained results of 87mg/dl and 260mg/dl on the aviva system within 10 minutes. Customer took 8 units of humalog based on these results and retested at 117mg/dl on the aviva system within 10 minutes of the original comparison. No adverse event reported. Requested return of suspect system and replacement was sent.